Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that intermittent loss of capture was noted on this right ventricular defibrillation lead. Outputs were changed to regain capture. There were no adverse patient effects due to the loss of capture.